Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the system 9800 displays "communication failure upon the first attempt at initialization every day. On the second attempt the system operates normally. There was no adverse patient involvement reported. There was no patient information reported.